Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing abdominal pain. A sjm rep was unable to resolve the issue with reprogramming as the issue occurs with and without system stimulation. The pt is to consult with the surgeon regarding the issue.